Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console was rebooting before a cataract surgery. Boot up sequence was completed. The surgery was completed with a standby machine and there was no patient impact.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the company service representative reseated the ram (random-access memory) of the cpu (central processing unit) printed circuit board (pcb). The system was then tested and met all product specifications. No parts were replaced. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to internal wear/reliability issues of the ram (random-access memory) in the central processing unit (cpu) printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).